Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The device worked as intended during the procedure. The patient returned with a post op bleed. The bleed was controlled by medication. The device was discarded.

Manufacturer narrative:
(B)(4).